Manufacturer narrative:
The field service engineer (fse) found a leak coming from disconnected tubing at the bsv. He re-attached the tubing and cleaned all residual fluid from below the bsv (blood sampling valve). He also found the probe wipe not working properly. He replaced the probe wipe. (B)(4).

Event description:
The customer reported that after troubleshooting for n aspiration errors on the coulter lh 780 hematology analyzer, a probe leak was observed near the manual mode when running controls in the automatic mode. The clear fluid leaked into the drip tray and overflowed onto the counter. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event.